Manufacturer narrative:
Qn#(B)(4). MDR report key/report number: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of the reported failure mode was conducted, and 80 samples were taken from another part number from the same family (5-16039 et tube, sher-I-bronch, ls, 39 fr lot # 3009475) at the manufacturing facility. The samples were visually inspected, and issue reported "b locked/obstructed - tracheal tubing" was not observed. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from maude database: it was reported "patient was intubated with a double lumen endotracheal tube without difficulty. Placement was verified with fiberoptic scope by thoracic surgeon. While passing fiberoptic scope down tracheal lumen of the tube, a small plastic piece was noted along the bottom half of the inside of endotracheal tube. Suction was applied to the piece of plastic via fiberobtic scope and piece was removed. Plastic piece never entered the patient's airway. No harm was done to patient. Decision was made to extubate and reintubate with a new double lumen tube". Patient condition not reported.